Event description:
It was reported that a cuff roll developed during removal and caused discomfort and pain during removal.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.